Manufacturer narrative:
Method: received one empty and used pump for evaluation and investigation. Results: the visual inspection found the pinch clamp was opened and the luer cap missing. The select~a~flow (saf) unit was set at 6 ml/hr and the bolus button was positioned in the upward position. The orange indicator was in the downward position. The device was received drenched in its own solution as a result of the open pinch clamp. The pinch clamp was closed and the pump was refilled with normal saline solution to the normal fill volume. The pinch clamp was opened. The pump infused. Dye was added to the pump. No leaks were detected during refilling. The pump was pressurized to test for leakage. After 23 hours, no leakage was observed, a separate test was performed to test the bolus functionality. The bolus unit was found to perform within specifications. Conclusions: the customer complaint of the leakage was not confirmed. 'The directions for use (dfu) (pn 1307126, rev, a) states· "warning: if the button does not pop back up within 30 minutes, check position of orange refill indicator, if indicator is in the lower most position, close clamp. If button pops back up within 10 minutes, open clamp and continue with infusion. If button remains stuck, it may result in a significant increase in flow rate to patient. Keep clamp closed, pump should be replaced if appropriate. If indication remains in the uppermost position, something may be impeding the flow. Check for tubing kinks, closed clamp or patency of connected devices such as catheter or unvented filter (verify patency) according to your standard protocol." A review of the device history records (DHR) was conducted for the jot number and incident reported. The device passed all manufacturing specifications prior to release.

Event description:
Drug/diluent: ropivacaine 0.2%. Fill volume: unknown. Flow rate: 6ml/hr. Stuck bolus button and later pump leaked. Pump was not attached to patient. When pump was received, the bolus orange indicator was in the downward position, but the bolus button was in the upward position. No patient contact.